Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. UDI is not available as serial number was not provided.

Event description:
Related manufacturer reference number 1627487-2021-00722. It was reported that, during a trial procedure on (B)(6) 2021, needles were unable to be placed due to patient anatomy, so trial procedure was abandoned.